Event description:
It was reported the ultrasonic gastrovideoscope had damaged transducer. This was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens was peeled (damage level, the glue layer was exposed). A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the transducer damage and the peeling of the acoustic lens (damage level, the glue layer was exposed) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.